Event description:
Veritas mesh was implanted in the patient to repair ventral hernia in 2007. This surgery was performed after a previous mesh material had failed and become infected. Repair of the ventral hernia was delayed a number of months to allow the infection to subside. There was no obvious evidence of previous infection was present during the veritas mesh implant. Patient is an overweight male who presents with crohn's disease and cough related to smoking. Patient had had previous hernia surgeries and complications resulting from these surgeries. Veritas mesh surgery was unevenftul with no evidence of bleeding or difficulty removing adhesions. On post operative day 3 the patient was discharged home in good condition. On post operative day 7 patient returned to surgeon with complaint of pain. Surgeon noted that the incision had opened for about 3-4 cm of the 24 cm incision. Veritas mesh was visible under the open portion of the incision. Surgeon treated this with wet/dry application of gauze in the wound and indicated there was no disruption of veritas at this time. On post operative day 9 patient presented to the ER and was diagnosed with eviscerated bowel. Surgery was performed later in the day on post op day 9 and by the time of surgery the bowel had eroded and started to leak. Veritas mesh was not explanted, mesh was ok at the suture line, but had disappeared in the mid portion of the patch. Surgeon performed a loop ileostomy due to leak. No additional mesh material was used. Patient status is stable at this time. Patient will have ileostomy taken down in a few months and new mesh material implanted.

Manufacturer narrative:
No known cause of this event can be determined. Due to the type of event the product was not explanted and returned to synovis. If additional pertinent information becomes available, supplemental report will be submitted.